Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that there was an issue with a 12.6mm vticmo12.6 -15.00/2.0/091 (sphere/cylinder/axis) implantable collamer lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.